Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise and high impedance. On (B)(6) 2013 surgery was performed and the issue was resolved by adjusting the pulse generator's setscrew.